Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parents reported via phone call that customer were hospitalized due to low and high blood glucose on (B)(6) 2019 with blood glucose of 27 mg/dl and over 600 mg/dl. The customer's other blood glucose is 500 mg/dl, 217 mg/dl and 600 mg/dl. The customer was treated sugar water intravenous. Troubleshooting was done for low blood glucose and over delivery. Customer states the drive support cap appears normal. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does not allege was under delivering. Customer was treated with glucose. Customer also states that they were unsure of auto mode was used. The insulin pump will not be returned for analysis.